Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/22/2023, it was reported by a sales representative via phone that an ar-2372blo knotless ac tightrope open repair implant had an issue. During an ac joint reconstruction procedure on (B)(6) 2023, when the surgeon was trying to insert the device, the button fell off the inserter prematurely inside the patient. The screw that held the button was loose and the button had popped off. The button was removed from the patient in one piece, nothing broke inside the patient. Another ar-2372blo knotless ac tightrope open repair implant with the same lot number was opened, the screw was checked and tightened before the implant was used successfully in the patient, and the procedure was completed with no patient harm. There was a 5 minute case delay, no additional anesthesia was administered. The complaint device was discarded, no pictures were taken. This occurred during use with no patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were provided. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.